Manufacturer narrative:
The biomedical engineer (bme) reported that the power supply for the central nurse's station (cns) monitor failed and he had to grab one from a spare unit to replace it. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the power supply for the central nurse's station (cns) monitor failed and he had to grab one from a spare unit to replace it. No patient harm was reported.